Event description:
On (B)(6)-2011, patient in hospital operating room for coronary artery bypass and mitral valve ring surgery. During procedure, multiple pump jams and occlusive errors on cardio-plegia pump creating delay in cardioplegia delivery. Patient was on and off cardio-pulmonary bypass several times. Patient was unable to be successfully weaned off. Expired intra-operatively.